Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation conclusions). H11: corrected data: corrected h6 (component codes, type of investigation).

Manufacturer narrative:
Additional manufacturer narrative: these cannulae are used to divert large volumes of blood between the patient circulation and the cardiopulmonary bypass machine during cardiac surgery. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause could not be determined at this time. Once additional information is received, a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a cannula separated from the connector less than ten minutes after insertion on a bypass case. The scrub tech tied the suture around the cannula when she noticed the air interface between the tubing and the connector. There was no patient harm or adverse event due to the cannula separation. As reported, the connector was not bent. No excessive force was used. The connector was not inserted and retracted multiple times. The connector was not wiggled when inserted, but was wiggled a little after, when the air interface appeared at the connector, and was determined to be slightly loose.